Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value and unexpected restart. Customer's blood glucose value was 48mg/dl. Customer also had blank display which returned. Customer wanted to return the pump due to multiple unexpected restart alarms. Insulin pump will not be returned for analysis.